Event description:
It was reported that the 9000 system popped and will not turn on. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps1 power supply. The system was tested and found to be working as intended, and placed back into service.